Event description:
In 2009, the patient reported that 1-2 times per month for the last 3-4 months he has occasionally had elevated blood glucose readings about 3-4 hours after a meal. He stated he corrects his readings by bolusing insulin. He stated he does not currently have an elevated reading and his last elevated reading was 2 days ago. His reading this morning was 158 mg/dl. Troubleshooting did not find any product issues. He stated he changes his infusion set (competitor product) every 4 days and his tubing every 2 weeks. He said he did not know the recommended use time for the infusion set. He staid he reuses cartridges 3-4 times. He was advised that cartridge are single use only. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.